Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the error 23062. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have an error. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 23062. The usm failed multiple tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, universal surgical manipulator (usm) 2 was deactivated. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer power cycled the system but usm2 was still not working. The technical support engineer (tse) checked system logs and found error 23062 pointing to a broken motor on usm2. The customer elected to continue the procedure with three usms. There was no reported injury. Isi followed up and obtained the following additional information: the surgeon started and finished the procedure with three usms. No further information is available.